Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Inspected and cleaned arm assembly. Ran tip take-up in diagnostics and found tips in position #9 not ejecting properly. Replaced sleeve, spring, tip clamp and mount, plunger clamp, and 2-pole ribbon cable on position #9. Function was tested and ejecting tips properly. During testing, position #8 did not pass splld checks. Replaced 2-pole ribbon cable and plunger clamp. Ran splld checking procedures and customer software run without further error. The instrument was tested without further problem and was returned to expected operation.